Event description:
(B)(4). The dealer reported that the tdxsp power wheelchair was intermittently displaying 4 flash error code, and did not swap when leads were changed. There was no injury reported.

Manufacturer narrative:
(B)(4) only one MDR report will be submitted for this event, although two different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4) (MDR and 1 of 2), and (B)(4) (2 of 2).